Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the cause of the bandage coming off determined. The hcp stated that the most likely cause of the event was due to the bending forward. When asked about the steps taken to resolve the issue, the hcp stated that the patient retaped the bandage. The issue was resolved. When asked about the steps taken to resolve the lead moved, the hcp stated that the patient in for full implant surgery on (B)(6) 2025. The hcp confirmed that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b133, lot# va2zmvz, implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown (serial: unknown); product type: 0217-unknown; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began on (B)(6) 2025. It was reported that they had migration, lead moved or wire moved. The issue was not resolved and was still ongoing. On (B)(6), patient reported that their leads moved and no one explained to them that it could happen and they noticed after the bandage came off a watery like substance came out.